Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 365 mg/dl followed by hypoglycemia at 41 mg/dl while using the ilet system, associated with a dosing stopped event, a missed dinner meal announcement, and use of a meal announcement as a correction; the issue involved user procedures and the user interface. Symptoms included hyperglycemia with polydipsia and hypoglycemia with sweating and flushing. Outcomes included a missed dose, an unexpected medication intervention with oral glucose, and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user and facility staff. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.